Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). The device passed rite functional and electrical testing. Device power up, voltage checks, power cord inspection, power entry module fuse contact inspection, focused power section inspection, loose hardware chassis check and focused digital board inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was sparking and flashing coming from the side of the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.